Event description:
It was reported on an implant card that the lead and generator were replaced due to high impedance. The explanted products have not been received to date. No additional relevant information has been received to date.